Event description:
It was reported that a user received a ¿pairing failed¿ alert when attempting to connect a dexcom g7 sensor to the ilet, which constitutes a connectivity and pairing malfunction between the cgm and the pump controller. Symptoms included no glucose data transmission to the ilet due to unsuccessful cgm pairing. Outcomes included user inconvenience and interruption of automated glucose control pending successful reconnection. Investigation included customer support troubleshooting, which directed the user to toggle cgm settings from g6 to g7 and reenter the g7 pairing code, with a plan to reassess pairing after a short interval. Investigation of this case revealed that the issue was consistent with a software or configuration pairing failure between the ilet and the dexcom g7. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication or configuration error that can be resolved through standard troubleshooting.